Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned plate by the depuy (B)(4) material research department confirmed the fracture. Fatigue cracks initiated at the blend radii between the lateral elbow plate surface (part number side) and the screw hole walls. These cracks progressed outward and downward towards the medial surfaces. Additional fatigue crack initiations were detected at the medial edge of the fractures. These cracks progressed upwards towards the lateral surface until the cross section could not sustain the applied load and final overload fracture occurred. Fatigue results from repetitive loading at loads exceeding the endurance limit of the material. Fatigue cracks initiating at opposite sides of the fracture indicate the elbow plate was subjected to reverse loading. No evidence of material or manufacturing defects was observed that could contribute to the failure of this component. A search of the complaint database found no prior reports for this part and lot number combination. Review of the inspection records found no manufacturing deviations or rejections. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because the lateral elbow plate broke.